Manufacturer narrative:
Device is combination product.

Event description:
It was reported that a balloon rupture occurred. Right vascular access was obtained. A percutaneous coronary intervention (pci) was performed on a 90% in-stent restenonsed target lesion, eccentric in shape with a length of 18mm, a vessel diameter of 2.8mm, and a bend less than or equal to 45 degrees in the severely calcified and mildly tortuous right coronary artery (rca). A 2.75mm x 20.00mm agent balloon was advanced to the target lesion and after inflation at 8 atmospheres for 10 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device and the lesion was 52% stenosed immediately after pre-dilation. No patient complications were reported in relation to this event.